Manufacturer narrative:
Investigation summary: since no photos or samples displaying the reported condition of separation other component - no leak were available for examination, we were unable to fully investigate this incident. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd connecta¿ plus stopcock the stopcock pulled out. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: the customer reported that the stopcock was pulled out during priming. There was no damage was observed.